Event description:
The patient reported issues with the pump, specifically that the pump touchscreen was scratched, making it difficult to view readings. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.